Event description:
Product problem: e/v out of range message. Laser did not sound right (sputtering). A surgeon reported that during a patient's right eye surgery, the laser sputtered after displaying an e/v system message. Additional information was received on 09/16/2008 from the surgeon who stated the patient is doing very well (20/15) and he does not feel the patient has been harmed or injured by the reported event.

Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) was contacted by phone for assistance. The tm advised the customer to perform a gas changed and continue with the surgery. This was successful. Conclusion: based on the results of the investigation, the root cause was the system needed a gas change. (B) (4). (B) (4). (B) (4).